Manufacturer narrative:
Philips service replaced the hard disk spare parts and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor flickered intermittently during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.